Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant the right ventricular (rv) lead exhibited high thresholds, diminished sensing and had dislodged. The rv lead was revised and then explanted and replaced. No patient complications have been reported as a result of this event.